Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the black box starts on (B)(4) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 51 mg/dl with blurred vision, confusion, and unsteadiness when standing and walking associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended. The basal history matched the active basal program settings and boluses matched and were recorded as programmed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.